Manufacturer narrative:
The biomedical engineer (bme) reported that the multi-gas unit was displaying device error. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device bedside monitor model: mu-651ra. Sn: (B)(6). Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported that the multi-gas unit was displaying device error. Not in patient use.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multi-gas unit was displaying device error. Not in patient use. Investigation conclusion: evaluation of the returned unit confirmed correct identification and no physical damage or evidence of fluid exposure. The reported device error could not be reproduced during extended testing. However, functional testing identified abnormal operation, including excessive noise and low sampling rate. The condition was attributed to a failing internal pump. The root cause is pump failure. Additional device information: d10 concomitant medical device. Bedside monitor. Model: mu-651ra. Sn: (B)(6). Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the multi-gas unit was displaying device error. Not in patient use.